Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached image could not confirm the reported complaint. No root cause could be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "cocrmo metal release in metal-on-highly crosslinked polyethylene hip implants" written by qiong wang, felipe eltit, donald garbuz, clive duncan, bassam masri, nelson greidanus, and rizhi wang published by wiley society for biomaterials accepted by publisher on 29 july 2019 was reviewed. The article's purpose was to understand the in vivo metal release process though a retrieval study of the cocrmo metal on highly crosslinked polyethylene (mop) hip replacement. Data consisted of 23 patients. It is noted that one patient had depuy products. This complaint captures the one patient: patient no mop4, 16 months in vivo, (B)(6), bmi 38.5, revised for pain with a 32 mm head size and 47 mm3 lesion volume. The article associates altr to the release co and cr particles. Table 2 provides specifics of findings for the patient: depuy products: uncemented trilock stem (titanium), cocrmo head, poly liner, titanium cup. Adverse events: revision for pain. Lesion (associated with altr). Serum and synovial fluid samples revealed metal debris. Wear noted on poly liner and femoral head (articulating surfaces). Fretting corrosion at head and neck junction on the inside of the femoral head.